Manufacturer narrative:
(B)(4). Unique identifier (UDI) # : (B)(4). Report source, foreign - event occurred in (B)(6). The review of the device manufacturing quality record indicates that biomet bone cement 2x40g reference: 3035890022, lot number a605da1904 were manufactured on 25 july 2016 according to the pre-defined specifications of biomet france. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. The device will not be returned to the manufacturer. Therefore it will not be analyzed. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner package leaked. The event was detected before the surgery started.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device was not be returned to the manufacturer. Therefore it could not be analyzed. The reported event couldn't be recreated as the product was not returned. The review of the device manufacturing quality record indicates that biomet bone cement 2x40g reference (B)(4), lot number a605da1904 were manufactured on 25 july 2016 according to the pre-defined specifications of biomet france. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. 6 complaints have been recorded for biomet bone cement 2x40 g, reference (B)(4), lot number a605da1904 within one year. The reported event was unable to be confirmed as the product was not returned. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the inner package leaked. The event was detected before the surgery started, there was no patient involvement, no adverse events have been reported as résultat of the malfunction.